Event description:
After initial surgery, the proximal screw of versa nail proximal humeral was found backed out. End cap was tightened firmly in the procedure. The patient has a pain. No revision has been done yet.

Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not draw any conclusions about the reported event: however, previous investigations for similar issues noted that the indication section of the surgical technique states these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunion in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.